Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 386 mg/dl at the time of incident. The customer stated that they were treating the blood glucose with the insulin pump. The customer stated that they were passing out and vomiting. The customer stated that they were off the insulin pump prior to hospitalization. The customer was unable to troubleshoot for high blood glucose at the time of call. The insulin pump will not be returned for analysis.